Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced a rash around sensor patch adhesion site. Patient sought medical intervention in january from an endocrinologist that suggested to stop using the sensor and refered the patient to a dermatologist. The dermatologist did not prescribe any medication. No further medical intervention was necessary.